Event description:
It has been reported the pt has been experiencing ineffective stimulation coverage in the desired pain pattern. The pt feels stimulation on the left side but not on the right. Reprogramming efforts were unsuccessful in addressing the issue. The physician has decided to reposition the leads. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.